Event description:
We suspect that the pdg fuze wheel chairs built in may 2012 may have some defective hex bolts installed on the lower frame. The hex bolt head is getting sheared and might cause the axle plate to detach and in turn collapse the chair when someone sits on it. The fuze wheelchairs affected are with serial numbers starting from (B)(4). The root cause has been identified as a bad batch of 5/16 hex bolts that was used to build fuze wheel chairs.